Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor produced service code 204. Upon evaluation, there was no output at the y402 crystal oscillator. The cause of the code 204 is the lack of output at the oscillator. The root cause of the lack of output cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.